Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed the lcd test. There was no patient harm or a serious injury reported as a result of this incident.